Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer is reporting the screw to loosen. With the loose screw the instrument is no longer able to hold the keel punch. He is asking for an instruction to fix the screw. No adverse consequences for patient reported, no surgery delay."

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with the reported event was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.